Event description:
It was reported that after the patient used the infuser pump, they tried to flush saline from the safe step and found a leak somewhere. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. The product returned for evaluation was one 22g safestep infusion set. A gross visual inspection of the returned unit found that a longitudinally aligned split was present on the luer hub. The split extended from the distal end of luer threads to the proximal end of the luer fins. Microscopic inspection of the luer hub found that a portion of the distal luer threads had shear damage, which may suggest that the luer was over torqued. No other material flaws were observed. Additionally, the split was found to have occurred away from the molding weld line. The investigation was unable to identify sufficient features to conclusively determine a root cause. Therefore, the root cause remains unknown. This complaint will be recorded for future trending and monitoring purposes.